Event description:
It was reported that the patient was sitting during the pump refill. They had difficulty filling the pump. The pump was implanted deeper than usual and the needle curved during the injection resulting in a subcutaneous injection of baclofen; ¿10 mg of baclofen ¿ 5 ml ampule + 5 ml of physiological serum¿. There was extravasation at the implant site. The patient was kept under observation for 24 hours. The patient left the hospital the next day after the pump was filled with the patient lying down. The patient status was reported to be ¿alive - no injury/no adverse event¿. The patient healed without sequela. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).